Event description:
It was reported to philips that limited stand movements occurred, and an spc4 error was resolved by reboot on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, resolving the spc4 error. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).